Manufacturer narrative:
D6a: d6b: e3: occupation: lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in section h6.

Event description:
Terumo received the following information: it was reported that they placed the tr band properly and by the time the patient was transported to the intensive care unit (ICU) the tr band was deflated. This caused a hematoma, however there was no harm to the patient. The patient developed a medium-to-large hematoma following a percutaneous coronary intervention. The estimated blood loss was less then 250cc. The tr band was noted to be losing air approximately 5¿10 minutes after inflation, as staff observed that it was deflated upon the patient's arrival in the ICU. There was no noticeable damage to the device, and it was used with normal application without any manipulation prior to use or during storage. Before use, the device had been stored in its original box until it was selected for the procedure. The patient remained stable throughout the event. As this occurred following completion of the procedure, no additional intervention was required, and the hematoma was managed through continued monitoring.